Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that the system detected an issue with the communication between the flat detector (fd) and the digital image pre-processing (dipp) unit. As a result, the release of x-ray was prohibited. Upon investigation the service engineer replaced the whole real time controller (rtc, includes all dipp hardware) after which the system recovered. The investigation of the returned part by the manufacturer revealed that the rtc basic hardware shows distended electrolytic capacitors. This defect produces sporadic issues in the image chain. The evaluation of the delivered system showed that the rtc has been in operation for 12 years. The cause of the distended electrolytic capacitors could not be determined retrospectively. The defective rtc has been exchanged by the local service organization and the error did not reoccur. The system works as intended. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that x-ray was no longer possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.